Event description:
It was reported that during the procedure, the proximal shaft of the subject catheter was kinked and then eventually broke near the hub. There was surgical delay of 5 minutes reported. The subject catheter was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspections, the catheter was returned and found to be kinked at roughly 7.3cm from the hub. Catheter shaft was found to be broken/fractured near the hub. Functional inspection was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The product was returned, and the reported event was confirmed during analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that, 'during the procedure, customer reported that the proximal catheter kinked/broke near the hub during use'. Additional information provided by the customer indicated that the procedure was completed successfully, there was no medical intervention, but there was surgical delay. Device was prepared as per the dfu. The device was returned for analysis and catheter shaft was found to be broken/damaged and kinked/bent. Therefore, the as reported ¿catheter shaft broken/fractured during use¿ and ¿catheter shaft kinked/bent¿ can be confirmed. The as reported and as analyzed ¿catheter shaft broken/fractured during use¿ and ¿catheter shaft kinked/bent¿ will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the procedure, the proximal shaft of the subject catheter was kinked and then eventually broke near the hub. There was surgical delay of 5 minutes reported. The subject catheter was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.